Event description:
The customer requested an event log review because of an event that reportedly resulted in pt harm, but although requested, no specific pt or event details were provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.